Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31oct2018. Multiple attempts were made to contact the customer; however, no additional information was provided. No parts were returned to philips; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
Philip's field service engineer (fse) performed troubleshooting with the customer. The fse advised the customer to do performance verification testing to accurately diagnose the problem. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a circuit occluded alarm occurred without any circuit attached. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07nov2018. Date of manufacturer: 06nov2018. Additional information was received from the customer that the occlusion alarm was resolved and the device was returned to service.